Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The breathing system was reassembled, and the unit was returned to service. No patient information available at time of MDR filing.

Event description:
The hospital reported the unit was over delivering airway pressure. There was no report of patient injury.